Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the cause of the ins flipping/rotating was not determined. The contact part was dangling. This was confirmed with the physician.

Manufacturer narrative:
Other relevant device(s) are: product ID: 7482, serial/lot #: unknown, implant date: unknown, explant date: n/a, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem during implantable neurostimulator (ins) replacement procedure. When the screw on the connector was loosened with screwdriver, the extension was attempted to be removed carefully, but the silicon cover peeled off. It initially appeared that only the top contact had peeled off, but partial peeling on the bottom contact was also observed. Since the extension could not be pulled out safely, the cord itself was removed by drilling the plastic part of the ins, and inserting and pressing the tip of a screwdriver into the opened hole. When confirmed, "the contact was fluffy and the thin code with coil shape was exposed." The cord itself had not been ruptured and preparation to replace the extension was insufficient, so it was connected with the new ins and impedance was measured, which was normal. A chest radiograph was checked to investigate cause of the peeling. The right side ins had the opposite side up on the photo from 2018 and photo from march 2020. When comparing the photos in march and july 2020, the inside and outside were reversed. The ins may have rotated several times within the coating, and the physician believed it possible that the force from the torsion was chronically applied, which caused the silicon material to peel off. The procedure was completed without additional device replacement, and the issue was considered resolved.